Event description:
It was later reported that the surgical repositioning of the pump took place on (B)(6) 2013 rather than (B)(6) 2013 as previously reported.

Event description:
It was reported that the patient had developed pain and discomfort at the pump site with some movement of the pump. It was noted that the discomfort at the pump site was due to large weight loss. The patient was admitted to the hospital with severe pain at the pump site. The pain and discomfort were diagnosed on (B)(6) 2013 via examination and palpation. On (B)(6) 2013, the pump was surgically repositioned. The surgeon placed the pump sub-facially. On (B)(6) 2012, the patient was still complaining of pain at the pump site. Examination and palpation resulted in diagnosis of a seroma at the pump site. The seroma was aspirated. The outcome was reported as an ongoing event. The device system was used to deliver dilaudid. It was later reported that the patient was admitted to the hospital on (B)(6) 2013. Surgical repositioning of the pump was performed on (B)(6) 2013. The pump was refilled, reprogrammed and a bolus was programmed on (B)(6) 2013. Aspiration of the seroma via CT scan guide was performed on (B)(6) 2013. Fluid from the aspiration was negative on the cultures. Examination and palpation on (B)(6) 2013 showed mild inflammation and fluid collection. The patient had developed a low grade fever with pain around the incision. Examination and palpation performed on (B)(6) 2013 showed a much improved pump site. The patient outcome was reported as resolved without sequelae on (B)(6) 2013. It was later reported that the device event was due to movement of the pump pocket.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).